Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the pump torque on the roller pump was broken. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.